Event description:
It was reported that while using the bd intima-ii¿ closed IV catheter system tubing clamp was loose. The following was trasnlated from chinese to english: on (B)(6) 2023, the patient used a closed venous indwelling needle for intravenous infusion. After the infusion was completed, the nurse sealed the tube. After clamping the stop fluid clamp, it was found that the blood backflow could not seal the tube, so the patient had to pull out the indwelling needle. Needle, inspection found that the liquid stop clip is not tight.

Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 3080063. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd intima-ii¿ closed IV catheter system tubing clamp was loose. The following was trasnlated from chinese to english: on (B)(6) 2023, the patient used a closed venous indwelling needle for intravenous infusion. After the infusion was completed, the nurse sealed the tube. After clamping the stop fluid clamp, it was found that the blood backflow could not seal the tube, so the patient had to pull out the indwelling needle. Needle, inspection found that the liquid stop clip is not tight.